Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that during a live patient registration demo, after roughly 5 traces, the system crashed while in the register task. The set up had the em with the side emitter. Additional information received reported that the issue occurred at a trade show. One of the reps had a scan of his head and was acting as the patient for people to do registration demos on. There was no patient present when this issue was identified.